Manufacturer narrative:
Patient age, date of birth, and sex were provided. Event: additional information: the patient has been charged from the hospital. The patient was prescribed the following medications upon discharge; acetaminophen 500 mg tabs; 2 tabs (1000 mg) by mouth every 6 hours as needed. Lisinopril 10 mg; 1 tab every day nimodipine 30 mg; 2 caps (60 mg dose) by mouth every 4 hours for 7 days. The brand name, model number, lot number, and UDI number were provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies thrombus as a potential complication associated with use of the device.

Event description:
It was reported that during the index procedure on a patient enrolled in the (B)(6) clinical trial, a coil loop prolapsed into the left p1 segment. Subsequent angiography was performed of the left internal carotid artery and the left vertebral artery, which demonstrated a patent posterior communicating artery supplying the posterior cerebral artery and confirmed a completely occluded aneurysm with partial non-flow limiting thrombus in the p1 segment. No intervention was considered due to the flow from the left posterior communicating artery. No further information has been provided regarding the patient, procedure, or device information.